Manufacturer narrative:
Concomitant medical product: w1dr01 ipg, implanted on the (B)(6) 2020. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that there was an alert of low impedance on the right atrial (ra). The device was re-programmed to sense the ventricle only. The ra lead remains in use. No patient complications have been reported as a result of this event.